Event description:
It was reported that during a subtotal gastrectomy procedure, this device was used for a gastro-jejunal anastomosis for the fourth firing. Three days after surgery, patient had to undergo a second surgery due to staple line dehiscence in the middle of the suture.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. Additional comments: did the surgeon move the firing knob left and right before firing? No. Was the handle closed completely before firing? Yes. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Did any part of the instrument break-off from the device? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What is the current status of the patient? He is still in hospital, but he is feeling better does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 2 ½ years. Was there a recent conversion to ees devices in this account or with this surgeon? No.